Event description:
An article titled "complications and safety of vagus nerve stimulation ¿ 25 years¿ experience at a single center¿ was published and the abstract was reviewed, which included adverse events involving 14 vns patients. In many procedures performed between 1990 and 2014, patients suffered from complications related to vns surgery. It was reported that patient had an infection needing surgical revision following primary implantation. The complete system was removed after 155 days.